Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic general abdominal surgery, the fire, reload fired, but the second reload did not fire, it only moved 1-2mm then locked out. The surgeon was able to press the green button, but unable to squeeze the handle. Another reload was used to complete the procedure. There was no patient injury.